Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected button error alarm, no delivery alarms, or motor error alarms were noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The motor was tested outside of the unit and passed. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose of 480mg/dl, and the insulin pump alarmed motor error and no delivery even after changing the infusion set three times. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to run a manual prime test and the device did not alarm no delivery. No further information was provided.